Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item # 42527000510, lot # 63432801 found it to exhibit signs of repeated use, nicked gouged, and worn. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was found broken during washing cycle. There was no patient involvement.